Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: two samples were received in original packaging. A visual inspection found that the samples were received without the white caps and one without a blue clip. During the functional testing, the samples were fully priming and connected without difficulty. The pump was set running and no alarms were activated. The failure mode could not be replicated during testing. No root cause was detected as the complaint was not confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the disposable caused the device to exhibited an occlusion alarm. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.